Event description:
It was reported that the atrial lead had undersensing of atrial fibrillation with an atypical noisy electrocardiogram (egm). It was also reported that the lead thresholds were programmed at 6 volts at 1.5 milliseconds resulting in the pacemaker to have premature battery depletion. The atrial lead was capped and the pacemaker was explanted and replaced with a single chamber pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 5076-58 lead, implanted: (B)(6) 2006. (B)(4).